Event description:
During hydrocephaly operation, 82-3814 catalog number device was used. Tissue parts passed to the region where the valve mechanism is and drainage stopped. Valve piece was taken without closing patient and consigne shunt which belongs to different company was used. (B)(4) 2014 affiliate responded to additional questions as follows: details of complaint/event. During the surgery, when ventricular part combined together with valve, white parts were coming into valve mechanism and there was no bos flow at the peritoneum. What was done to solve the problem (was a new valve implanted etc.)? Consignee valve was implanted . Was there a patient injury as a result of this incident? ((B)6)). No. Was there a delay in surgery greater than 30 (if applicable/incident found at implant procedure)? ((B)(6)). Lot number of valve ((B)(6)). Unknown.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. The review of the devices history records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.